Event description:
As reported by the edwards field clinical specialist (fcs), during a transapical tavr procedure the (B)(6) patient became hemodynamically unstable and expired. Per report, the 23mm sapien valve was deployed without incident and in good position and there was no coronary obstruction, paravalvular leak (pvl) or central aortic insufficiency (cai). However, post valve deployment the patient¿s pressure would not recover; the left ventricular pressure dropped. Cardiopulmonary resuscitation (CPR) was started via direct lv compression; no external compression was done. Defibrillation for ventricular fibrillation was also done, drips were started via anesthesia and coronary bypass (cbp) was started. Pulmonary edema was noted with ¿intrapulmonary hemorrhage¿. After coronary bypass, significant pvl was noted and the prosthetic stent was distorted; probably due to cardiac massage. Balloon valvuloplasty (bav) was done with a 23x5 z-med balloon via transfemoral as the apex was already closed. The regular geometric shape of the valve was restored post bav. A marked reduction of pvl to mild and cai to mild/moderate was noted. However there was severe right ventricle dysfunction noted and severe mitral regurgitation. Hemodynamics were completely dependent on cardiovascular pump (cvp); the patient could not be weaned off. Cardiovascular pump (cvp) was discontinued, the cause of death was massive intrapulmonary hemorrhage and no recovery. The patient was stable prior to the procedure; ejection fraction was 65%. The reporter noted that the deployment of the sapien may have pushed the existing septal bulge out further into the left ventricular outflow tract (lvot) causing obstruction. The sapien valve did not migrate. There were no attempts made to resolve the mild/moderate central aortic insufficiency as it was decided to stop the procedure. The case imaging and operative report are not available.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and aortic insufficiency are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, it is possible a combination of patient factors (advanced age, multiple co-morbidities) and procedural factors (anesthesia, possible lvot obstruction and the tavr procedure itself) may have caused or contributed to the reported hemodynamic instability and ventricular fibrillation post valve deployment. In this particular case the reported paravalvular leak was caused by distortion of the valve stent during cardiopulmonary resuscitation/cardiac massage. There is no evidence the patient¿s death was related to dysfunction of the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.